Event description:
It was reported to medtronic minimed that the customer alleges the pump is frozen on searching and the transmitter is not working, have high blood glucose. The customer reported a blood glucose value of 300 mg/dl. The customer experienced hyperglycemia and was treated with a manual injection, as well as self-treatment of a severe glycemic excursion. The event involved product(s) unk_ngp, mmt-342g, mmt-432ag, unk_sensor, and mmt-1884. Troubleshooting was performed for the high blood glucose. The customer was not using the pump within 48 hours at the time of the event. No further patient complications were reported. No product return is required for unk_ngp, mmt-342g, mmt-432ag, unk_sensor, and mmt-1884.

Manufacturer narrative:
This is 2 of 2 medwatch reports regarding this event. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
The pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat within specification at 0.0873 inches. All buttons functioning properly. Pump monitored for the current time and date and the time functioning properly. No frozen screen during testing. The test guardian link communicated or paired properly with the pump noted. No communication anomaly noted. The thump and carelink software were utilized and downloaded trace/history files properly. Unable to verify daily total of basal/bolus and all insulin delivered on the event date 28-jan-2026 listed on smartsolve due to insufficient data in the trace/history files. On the primary svn # (B)(6) event date of 28-jan-2026, there are no unexpected alarms/suspends recorded in the formatted history file. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the pcba 1, pcba 2, force sensor, motor and vibrator assembly noted. Force sensor zero offset within specification (23.8 mv). The pump was received without a battery. The pump was received with a battery cap. No cracked/damaged battery cap noted during visual inspection. The test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: pillowing keypad overlay and scratched case. The pump passed all the required testing. Unable to verify customer alleged for high bgs. Customer alleged not confirmed for frozen screen, time/clock did not advance, no button response and loss of communication between pump and transmitter. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.